Manufacturer narrative:
(B)(4). Offered to perform an investigation of the involved device but the customer declined.

Event description:
The customer reported an IV infiltrated on a pt with no infusion pump alarm. A compromised male pt required a fasciotomy as a result of the infiltration. The pt could not be weaned off the ventilator after surgery and eventually died (date unk). Customer states that no further pt/event information is available. The customer was informed the alaris pump module is neither designed nor intended to detect infiltrations and will not alarm under infiltration conditions.